Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing was detached from the connector on (B)(6) 2023. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.